Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
C5/6 acdf: (B)(6), (B)(6) hospital (B)(6) 2018. As surgeon was locking off cams on skyline plate, the tip broke off the shaft. Surgeon was able to retrieve tip from came and used same like product to lock existing cams. 5 minute delay to procedure. No ae to patient. Male patient initials (B)(6).